Event description:
The hcp reported that the pt has been experiencing signs of increased spasticity. The pump was implanted in 2003. The pt symptoms were noted in 2004. The dose was adjusted several times. The hcp performed a revision of the catheter in 2005. Sixteen days later, they found "the accuracy of the pump to be 33.82%". A rotor study was performed and "the pump was working ok." The catheter was reported to be "working ok" as well. One month later a "greater volume discrepancy" was found.